Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-06303. It was reported that the device was stuck in stent and tip detachment had occurred. A 90% stenosed target lesion was located on a severely tortuous and severely calcified distal left circumflex artery. Following predilatation, a 2.75 x 24 synergy¿ drug eluting stent delivery system (sds) was advanced, however, significant resistance was encountered. When the physician tried a two wire technique and anchor balloon, the sds was able to be advanced to the middle of the lesion but no further. The physician attempted to remove the sds but because of concern that the stent would dislodge, the physician cut the hub of the sds shaft and covered the shaft with a non bsc guide catheter. While retracting the sds, the stent dislodged inside the guide catheter, around the second diagonal of the left anterior descending artery. The physician delivered a 1.5-15mm non bsc balloon catheter to the distal side of the stent and inflated the balloon to deploy the stent. The balloon was exchanged with a 2.75-15mm non bsc balloon to further inflate the stent. An opticross imaging catheter was delivered to observe the stent, however. The exit port of the opticross became stuck with the distal edge of the stent. A non bsc microcatheter was delivered via the guidewire in a failed attempt to push the opticross. The stent became deformed and entangled with the opticross. The physician attempted to remove the stent and opticross together, with no success. Part of the stent and the tip of opticross remained inside the patient and were covered with a synergy 3.5-24mm stent to complete the procedure. No further patient complications were reported and the patient was monitored.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a damage on the distal tip assembly. A kink was observed in the sheath assembly from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was not inserted and track cannot be performed based on the returned condition of the catheter. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-06303. It was reported that the device was stuck in stent and tip detachment had occurred. A 90% stenosed target lesion was located on a severely tortuous and severely calcified distal left circumflex artery. Following predilitation, a 2.75 x 24 synergy drug eluting stent delivery system (sds) was advanced, however, significant resistance was encountered. When the physician tried a two wire technique and anchor balloon, the sds was able to be advanced to the middle of the lesion but no further. The physician attempted to remove the sds but because of concern that the stent would dislodge, the physician cut the hub of the sds shaft and covered the shaft with a non bsc guide catheter. While retracting the sds, the stent dislodged inside the guide catheter, around the second diagonal of the left anterior descending artery. The physician delivered a 1.5-15mm non bsc balloon catheter to the distal side of the stent and inflated the balloon to deploy the stent. The balloon was exchanged with a 2.75-15mm non bsc balloon to further inflate the stent. An opticross imaging catheter was delivered to observe the stent, however. The exit port of the opticross became stuck with the distal edge of the stent. A non bsc microcatheter was delivered via the guidewire in a failed attempt to push the opticross. The stent became deformed and entangled with the opticross. The physician attempted to remove the stent and opticross together, with no success. Part of the stent and the tip of opticross remained inside the patient and were covered with a synergy 3.5-24mm stent to complete the procedure. No further patient complications were reported and the patient was monitored.